Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with atrophy and erosion. The aus was explanted, and it will be replaced at future date. There were no additional patient complications reported.